Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was protruding since having lost weight. As a result, the patient has been experiencing pain at the ipg site. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified the patient's ipg was explanted and replaced on (B)(6) 2018. The new ipg was buried deeper in the original pocket. The issue of pain has resolved.